Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a liberte stent delivery system (sds) with the stent and an unidentified guide wire. The distal tip was damaged. The inner shaft was buckled with torsional damage throughout the length of the distal shaft. The outer shaft was stretched. The mid-shaft was separated, with the guide wire protruding from the separation. The proximal end of the catheter including the hub was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during preparation for a stenting treatment procedure, difficulty loading the wire occurred. The target lesion was located in the posterior cerebral artery. The physician tried to load a 2.5x20mm liberte bare stent delivery system (sds) on to a 0.014 x 300 non-bsc guide wire. The sds advanced only about 50cm due to a possible obstruction. The sds did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient status is stable. Returned product analysis revealed a shaft separation.